Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) three years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause of the foreign material left in the device. The event can be detected/prevented by following the instructions for use which state: the instruction manual gif-ez1500 operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-ez1500 reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning; all external surfaces of the endoscope were wiped/brushed. There were no other concerns about the reprocessing. The device was returned and evaluated, and the customer's allegation of "the color of the light was a little orange and became colored" was not confirmed. However, the device evaluation found the connector section light guide cover glass had foreign objects. Also, the evaluation found the following: the adhesive on the bending section cover had a chip. Adhesive on the bending section cover had a white-clouded area. The protector of the universal cord on the scope-connector side had a scratch. Adhesives around the objective lens had a white-clouded area. Adhesives around the light guide lens had a white-clouded area. The plastic distal end cover had a scratch. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there was something like black dirt (blood?) On the colonovideoscope light guide lens on the connector side. The color of the light was a little orange and became colored. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connector section light guide cover glass had foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.